Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code 204/107) has been confirmed. Upon investigation, the monitor did not pass detect and treat testing and was unable to recognize proper therapy electrode connection. The failure was isolated to contamination on multiple components of the ca board and defibrillator board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.